Event description:
It was reported that a homechoice cassette leaked; further described as "water was coming from the cassette." The patient was not connected at the time of the event. This occurred during self testing of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina san cristobal 91000 dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d1: brand name, d3: device manufacturer name, d4: catalogue #, d4: unique identifier (UDI) # g4: PMA/510k # or bla #, d9, h3, h6 and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received for evaluation. A visual inspection with the naked eye noted an insufficient weld on the cassette and excess sheeting welding inside the cassette. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue. The insufficient weld occurred during the sonic welding process indicating the energy director was not fully melted caused by the excess sheeting inside the cassette. Static electricity can cause the scrap sheeting to attach to the cassette leaving the double sheeting. Should additional relevant information become available, a supplemental report will be submitted.